Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06285. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision of mid urethral sling and excision of a&p vaginal mesh on (B)(6) 2014 due to incomplete bladder emptying due to obstructive sling, vaginal mesh erosion, vaginal pain and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat low pressure urethra concurrently with a cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary frequency, urinary tract infections, leakage, bladder discomfort, scar tissue and incontinence.

Event description:
Details: it was reported that following insertion, the patient experienced urinary frequency, urinary tract infections, leakage, bladder discomfort, scar tissue and incontinence.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017. (B)(4). It was reported that following insertion the patient experienced urgency, and dysuria.

Manufacturer narrative:
It was reported that the patient underwent vaginal graft revision or removal of prosthetic vaginal graft approach on (B)(6) 2017 by dr. (B)(6), md at the (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that post implantation the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia.